Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt). The brt confirmed the reported problem and indicated that the speaker did not make an audible sound, because the wires were damaged. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The device was returned to the customer unrepaired, per the customer's request. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on intellivue multi measurement server x2 indicating that the speaker was broken. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.